Event description:
Related manufacturer reference number: 2017865-2023-94578. During the initial implant procedure, a decrease in pacing impedance and failure to sense were observed on the right ventricle (rv) lead when connected to the device. The suspected cause of the event is due to excessive tightening of the attached leads. The device was reprogrammed to resolve the event. The patient was stable and there were no consequences.